Event description:
It was reported the first clip would not deploy. The customer tried another clip which the applicator broke during deployment. The broken piece was recovered. The customer tried a third clip which became jammed. The probe was removed to retrieve the clip. The probe was reinserted and a fourth clip was deployed successfully. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Introducer sheath detached from handle. Evaluation summary: the analysis results confirmed that one mam308 applier a was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results confirmed that one mam3008 applier b was received with the introducer tube stretched at the aperture area and already deployed. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the collagen plug deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b add'l info: batch # f9fz1z, expiration date: 12/2013. Manufacturing date: 01/2009. Clear tube applier stretched. The analysis results found that the mam308 applier c was received with the introducer sheath detached from the applier handle and already deployed. A corrective action has been initiated to address the root cause of the deployment issues. Functional test could not be performed due to the condition of the returned device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c add'l info. Batch # f9fz1z, expiration date: 12/2013. Manufacturing date: 01/2009. Introducer sheath detached from handle.